Event description:
It was reported that the 9800 sys had a lost cine run. The subtraction was not working on the sys and the workstation touchscreen was slow to react. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the hard drive and reloaded the rus files. The sys operates as intended.